Event description:
It was reported by the customer, all channels were sampled and the oes cystonephrofiberscope tested positive for two (2) colony forming units (cfus) of paracoccus yeei. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. The contact person/occupation of the reporter is unknown. A supplemental report will be submitted should additional information be made available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of the device evaluation and the legal manufacturer's final investigation. The device was evaluated in the olympus france regional repair center where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning all channels of the endoscope must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. Failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each examination can compromise patient safety. During use, the instrument normally comes in contact with intact mucous membranes. To minimize the risk of transmitting diseases from one patient to another, the endoscope must undergo thorough manual cleaning followed by high-level disinfection or sterilization after each examination.." Olympus will continue to monitor field performance for this device.